Event description:
On 21-jul-2025, the user¿s mother reported that the user was unable to press the buttons at the top of the ilet screen to rewind. The ilet had a visible crack on the pump, and a video of the damage was provided. A replacement device was issued.